Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving an aa47 alarm and an aa44 alarm from the insulin pump, with no significant events occurring beforehand. It was advised to call back if either alarm occurred again; the device would need to be replaced if so. The customer's blood glucose value was 220 mg/dl. No further information was provided.